Manufacturer narrative:
Based on the claim against the product by the customer that the erbe would not power on, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to follow up with the customer to further investigate the reported event. Field investigation found that erbe was getting power, but the erbe was not turning on at all. Power cord checked and found to be in a good condition. Fse replaced the erbe. System tested and verified ready for use. The unit was returned for failure analysis, and the reported failure was confirmed. The unit fuses were replaced with new v8 fuses.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electro surgical unit (iesu) erbe was not turning on. The customer confirmed that both ends of power cord from iesu's port and at the outlet were seated correctly. Moving power cords to different outlets did not resolve the issue. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked if the site had a force triad (third-party) generator and provided the caller with the part number for the energy activation cable. The customer then ended the call to re-verify the power cords and see if they have the cable to connect the force triad. The procedure was continued as planned with no reported patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.